Event description:
A (B)(6) female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2021. On (B)(6) 2021, novocure was informed by the spouse that the patient developed a reaction to chemotherapy (temozolomide) resulting with additional skin irritation on the scalp. Optune therapy was temporarily discontinued to allow the scalp to heal. The spouse added that on an unspecified date, a craniotomy surgery was planned to remove the cranial plate (last surgical resection was on (B)(6) 2021). On (B)(6) 2021, the spouse confirmed that the patient underwent surgery the day before. Post-operative sutures were removed on (B)(6) 2021. On (B)(6) 2021, the spouse reported that the patient had developed non-healing open sores from an unspecified surgery and irritation on the scalp due to the transducer arrays. Optune therapy was temporarily discontinued. On (B)(6) 2021, prescribing physician reported that the patient was not hospitalized for a wound scalp issue. The patient experienced skin rashes secondary to temozolomide. Treatment for the event included discontinuation of optune therapy and patient underwent revision of cranial hardware. Prescriber assessed the cause of the scalp wounds likely related to optune therapy as they coincided with the position of ceramic disks. Patient resumed optune therapy.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to medical device site ulcer cannot be ruled out. Contributing factors for medical device site ulcer in this patient include: underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2021. On (B)(6) 2021, novocure was informed by the spouse that the patient developed a reaction to chemotherapy (temozolomide) resulting with additional skin irritation on the scalp. Optune therapy was temporarily discontinued to allow the scalp to heal. The spouse added that on an unspecified date, a craniotomy surgery was planned to remove the cranial plate (last surgical resection was on (B)(6) 2021). On (B)(6) 2021, the spouse confirmed that the patient underwent surgery the day before. Post-operative sutures were removed on (B)(6) 2021. On (B)(6) 2021, the spouse reported that the patient had developed non-healing open sores from an unspecified surgery and irritation on the scalp due to the transducer arrays. Optune therapy was temporarily discontinued. On (B)(6) 2021, prescribing physician reported that the patient was not hospitalized for a wound scalp issue. The patient experienced skin rashes secondary to temozolomide. Treatment for the event included discontinuation of optune therapy and patient underwent revision of cranial hardware. Prescriber assessed the cause of the scalp wounds likely related to optune therapy as they coincided with the position of ceramic disks. Patient resumed optune therapy.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to medical device site ulcer cannot be ruled out. Contributing factors for medical device site ulcer in this patient include: underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).